Event description:
It was reported that during a surgical procedure at the user facility the device over heated. The physician was able to complete the procedure. There was no surgical delay, no medical intervention and no adverse consequences.

Event description:
It was reported that during a surgical procedure at the user facility the device over heated. The physician was able to complete the procedure. There was no surgical delay, no medical intervention and no adverse consequences.